Manufacturer narrative:
There were no reported ion system issues; therefore, no ion devices will be returned for analysis. A review of the reported adverse event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died from a pulmonary infection 30 days after a robotic sleeve lobectomy. How this infection occurred and the additional details of the post operative course are not provided. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. Citation: hu, s., et al. (2025). Comparison of robot-assisted and video-assisted thoracic sleeve lobectomy in non-small cell lung cancer: insights from a high-volume center. Journal of thoracic disease, 17(4), 2174¿2185. Https://doi.org/10.21037/jtd-24-1810. Section a3a: patient gender represents the majority of the patients in the robotic group. Section b6: patient lab tests and imaging studies are updated per majority of the patient's characteristics in the robotic group cohort. Section b7: the patient's medical history is updated per the majority of the patient's characteristics in the robotic group cohort. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e: the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Section h10: MFR 2955842-2026-16488 is considered a related complaint because it captures serious adverse events reported in the same article.

Event description:
A review of a clinical article was conducted, which evaluated perioperative and long-term outcomes of robot-assisted thoracic surgery (rats) versus video-assisted thoracic surgery (vats) in patients with non-small cell lung cancer (nsclc) undergoing sleeve lobectomy (sl), and to explore the safety and feasibility of robot-assisted sl in patients following neoadjuvant therapy. A total of 347 patients were enrolled in the study. A total of 78 patients underwent da vinci-assisted rats. The article noted that after the da vinci-assisted robotic surgery, one patient died within 30 days postoperatively due to acute respiratory distress syndrome resulting from severe lung infection. No specific interventions used in the management of this event were reported by the authors. No specific malfunctions of the da vinci device were reported, and no indication was found that isi products caused or contributed to any adverse event. The corresponding author was contacted but no response has been received.